Event description:
It was reported that fluid was leaking from the front of the distal end of the tubing in the area of the light blue, glued attachment. Occurred during pre-test. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was returned for investigation. Visual evaluation shows delamination in the distal end hl swivel return connector and 3 lumen tube join. The unit failed the leak test. The reported failure mode is confirmed. The root cause of this event is the lack of solvent. Awareness notification was made to production personnel to explain the importance of adhering to, and following procedures. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3 and b5; updated.

Event description:
Additional information received. The event date was updated from unknown to 28-june-2023.